Event description:
It was reported by a company representative that a patient's generator was replaced due to an infection in the chest area. The company representative indicated the patient was treated with antibiotics and is currently doing well. Additional information was received from the physician indicating the infection was related to replacement surgery of the generator. No patient manipulation or trauma was reported to have had contributed to the event. No cultures were taken to confirm the infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.